Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ lytic/10 anaerobic/f culture vial a false positive result was obtained. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: customer is stating that they have a false positive and that bactec is not allowing her to place the bottle back.

Manufacturer narrative:
H.6. Investigation: customer reported blood under the sensor and false positive result. Neither photos nor returned good samples were received. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Blood background was performed with satisfactory results. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is unconfirmed based on retention samples and batch history record review results. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.

Event description:
It was reported while testing with bd bactec¿ lytic/10 anaerobic/f culture vial a false positive result was obtained. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: customer is stating that they have a false positive and that bactec is not allowing her to place the bottle back.